Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming functional testing (pulse test failure). The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon eval the monitor failed to deliver a pulse. The cause for the test failure was isolated to an open r781 resistor on the monitor c/a board. The root cause for the open r781 resistor could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.